Event description:
The pt reportedly experienced a loss of lock between his implant and external equipment. External equipment was exchanged and programming adjustments were made. However the problems were not resolved. Surgery to explant the pt's ci device will be scheduled.